Manufacturer narrative:
Additional manufacturer narrative: in 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair. However, the device has been disassociated from the event by the surgeon. Therefore, it has been determined that this is no longer a reportable event.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.